Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: device was used to retrieve an infected appendix. Device opened correctly but when the specimen was placed in the bag the seam came apart and the specimen dropped back into the abdominal cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.